Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received from the clinical site. The hemolysis did not resolve. Ultimately the patient developed an acute kidney injury (aki) with acute renal failure requiring hemodialysis. The pump was removed due to hemolysis and poor position.

Manufacturer narrative:
B5 updated with updated clinical narrative. A01 and a140508 added to h6. The investigation is still ongoing.

Event description:
An impella rp flex was inserted via the right internal jugular vein in a 47-year-old male who was status post left ventricular assist device placement and required ongoing inotropic support, vasopressors, and mechanical ventilation for respiratory failure. The patient was classified as scai stage c at the time of right-sided mechanical circulatory support initiation. The left ventricular ejection fraction prior to device insertion was reported at 19 percent. Prior to implant, the placement signal was noted to be non-zero while in the plastic tray, with a reading of 88/64 (85). After implantation and wire removal, the device demonstrated a normal pulmonary artery waveform tracing with values correlating to the existing pulmonary artery catheter. Following ambulation, the placement signal waveform and motor current became flat and flows decreased to approximately 2.0 liters per minute. Chest radiograph revealed a deep device position. Bedside repositioning was performed with return of pulsatile waveforms; however, flows remained unchanged and the placement signal reading was nearly twice that of the swan readings. Subsequently, the patient developed hemolysis, with urine noted to be dark and laboratory values demonstrating elevated lactate dehydrogenase up to 2283. Repositioning was attempted but ultimately unsuccessful. The patient was being diuresed with a drop in central venous pressure and experienced intermittent suction alarms. The p-level was decreased with resolution of suction events. Placement signal reliability fluctuated but ultimately resolved. The patient experienced hemolysis, device repositioning, and medical device removal in association with suspected deep positioning and unreliable placement signal. Hemolysis and positional challenges are known potential complications of right-sided mechanical circulatory support, particularly in patients with altered right ventricular loading conditions, post-operative cardiac status, fluctuating preload, and active diuresis. Given the patient¿s post-lvad state, ongoing vasoactive support, mechanical ventilation, and hemodynamic variability, the reported events are consistent with the known risk profile in this clinical context. A comprehensive review of the available information does not identify evidence to suggest a device-related issue contributed to the event. The patient survived. Per the field representative the hemolysis did not resolve. Ultimately the patient developed an acute kidney injury with acute renal failure requiring hemodialysis.

Event description:
An impella rp flex was inserted via the right internal jugular vein in a 47-year-old male who was status post left ventricular assist device placement and required ongoing inotropic support, vasopressors, and mechanical ventilation for respiratory failure. The patient was classified as scai stage c at the time of right-sided mechanical circulatory support initiation. The left ventricular ejection fraction prior to device insertion was reported at 19 percent. Prior to implant, the placement signal was noted to be non-zero while in the plastic tray, with a reading of 88/64 (85). After implantation and wire removal, the device demonstrated a normal pulmonary artery waveform tracing with values correlating to the existing pulmonary artery catheter. Following ambulation, the placement signal waveform and motor current became flat and flows decreased to approximately 2.0 liters per minute. Chest radiograph revealed a deep device position. Bedside repositioning was performed with return of pulsatile waveforms; however, flows remained unchanged and the placement signal reading was nearly twice that of the swan readings. Subsequently, the patient developed hemolysis, with urine noted to be dark and laboratory values demonstrating elevated lactate dehydrogenase up to 2283. Repositioning was attempted but ultimately unsuccessful. The patient was being diuresed with a drop in central venous pressure and experienced intermittent suction alarms. The p-level was decreased with resolution of suction events. Placement signal reliability fluctuated but ultimately resolved. The patient experienced hemolysis, device repositioning, and medical device removal in association with suspected deep positioning and unreliable placement signal. Hemolysis and positional challenges are known potential complications of right-sided mechanical circulatory support, particularly in patients with altered right ventricular loading conditions, post-operative cardiac status, fluctuating preload, and active diuresis. Given the patient¿s post-lvad state, ongoing vasoactive support, mechanical ventilation, and hemodynamic variability, the reported events are consistent with the known risk profile in this clinical context. A comprehensive review of the available information does not identify evidence to suggest a device-related issue contributed to the event. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Recaptured codes on h6 (medical device problem code. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issues were determined to be biomaterial ingestion as evidenced by log analysis conforming ingestion pattern before reported issues. The cause of the issue was not established as limited clinical information was provided on timing of issue and details of ambulation.